Manufacturer narrative:
Two implant dates, physician's and hospitals were reported. It is not known which physician performed which procedure on either date.(B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on an unknown date.according to the complainant, post-procedure, the patient presented with an unspecified injury.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.